Event description:
Caller reported a malfunction with the pump, and there was no prior notable event or impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer used the same pump for insulin delivery while awaiting a replacement, as technical support had initiated the shipment of a new pump with updated software. The caller was advised on proper procedures for handling and returning the malfunctioning pump and agreed to all instructions provided by technical support.